Event description:
The healthcare professional reported that during a middle meningeal artery (mma) embolization procedure targeting the anterior branch selection and posterior branch selection, the trufill¿ n-bca 1-gram kit liquid embolic system (632500na / mj7987) was mixed to a concentration of 20% with tantalum powder added to the mixture. The anterior branch was selected using a marathon¿ flow-directed microcatheter (medtronic) through a zoom¿ 4s catheter (imperative care). Under roadmap fluoroscopy, the n-bca mix was injected through the marathon microcatheter while a 5% dextrose (d5w) push was injected through the zoom 4s. N-bca mix was visible under fluoroscopy while injecting through the microcatheter. Post-injection spot check showed no n-bca cast. Post-injection angiography through the zoom 4s showed the target vessel (anterior mma branch) not filling. A headway® duo microcatheter (terumo neuro) was used to access the posterior branch through the zoom 4s. D5w was pushed through the zoom 4s while n-bca mix was injected through the microcatheter under roadmap with n-bca mix visible during injection. Post-injection spot check showed n-bca case. Post-injection run through the zoom 4s showed both anterior branch and posterior branch with no flow. Post cone beam computed tomography (CT) was done and showed no n-bca cast in the anterior branch. On 29-jun-2026, additional information was received. Per the information, the patient¿s current status remains unchanged from pre-op. The information indicated that there was no negative patient impact, no medical intervention was performed. There was no clinical outcome experienced. No further medical intervention is planned at this time. The additional information indicated that follow-up imaging was performed (cone beam CT) and standard post-op clinical assessment was also done. The cone beam CT did not show nontarget embolization. The information also clarified the issue reported as follows: ¿\[the issue was]" inadequate radiopacity. After \[the]" trufill n-bca injection into the anterior mma branch, \[the physician]" performed spot check image on the fluoro machine and did not see n-bca cast on the native image. Cast was not visible under fluoro when they did a spot check post-injection of the anterior branch. Usually, you can see the cast of the trufill on imaging post-injection. They did inject the same trufill mixture into the posterior branch next and that cast was visible on spot check. \[the physician]" did report that he thought the amount of d5w pushed during the anterior injection was greater than the amount pushed during the posterior injection.¿ the mixture had the expected appearance (e.g., no cloudiness or visible particles).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is kgg / sgu. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (mj7987) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.